Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 481 mg/dl at the time of the incident. The customer was trying to deliver a bolus. The customer was nervous and as they were new to the insulin pump. The customer was assisted with troubleshooting and was able to deliver well. The device will not be returned for analysis.